Event description:
During the procedure, after the device was across the lesion, a contrast leak occurred distal to the injection port when the device was purged. There was a steady stream of contrast coming from the site when it was flushed. The procedure was completed with another catheter with no adverse patient consequences.

Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. The results of the investigation concluded that a leak was noted in the proximal region of the sheath, which is consistent with the reported event. Further investigation revealed that the sheath appeared to have a rupture, resulting in a gap, from which the aforementioned leak was noted. The cause of the leak is consistent with the sheath damage. The investigation identified a potential product quality issue and abbott is performing further investigation.